Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown gel implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent augmentation revision procedure with mentor gel implants in 1994/1995 experienced symptoms beginning in 2013. The patient reported that she began feeling very tired and was placed on hormone replacement therapy with testosterone but did not last. The patient has been to a rheumatologist and allergist but they could not find a problem since symptoms are idiopathic. The patient has also been to a psychiatrist. About 3.5 years ago, the patient noticed hives. She read and was told by others that her symptoms could be due to her implants. The patient underwent explantation on (B)(6) 2018.this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 11/14/2018, mentor became aware that the devices received and reported as the suspect medical devices, were non-mentor devices. Follow-ups were conducted but no further information was available. As such, the investigation will be closed. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).